Event description:
Additional information received indicated the ipg was explanted and replaced, post-operatively, effective stimulation was restored.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain (burning) at the scs ipg site irrespective or stimulation. X rays were obtained. Surgical intervention may be undertaken to address the issue.